Event description:
It was reported that there was early battery depletion. It was noted that the patient had experienced multiple shocks for vt (ventricular tachycardia) at the device bol (beginning of life), with a subsequent ablation relieving the vt burden. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4054 competitor implantable pacing lead, (B)(6) 2001; 4543 competitor implantable pacing lead, (B)(6) 2001. (B)(4).

Manufacturer narrative:
This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Evaluation summary: the device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.